Manufacturer narrative:
(B)(4).

Event description:
Per facility, broken wire.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per facility, broken wire.